Event description:
The pump was returned to the manufacturer from a mortuary. The patient's cause of death was not provided. No additional information was reported. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.